Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 18 mg/dl. The cause of the bg level was unknown. Bg was addressed with sugar gels. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg level.